Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new rv lead with a different model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new rv lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information received indicates that this rv lead was implanted as a temporary to bridge the patient to a permanent implant.